Event description:
Noticed very large air bubbles in the tubing when the reservoir level was below 60 units. The customer stated that it happened fairly regularly and caused elevated blood glucose levels. The customer did not notice any leakage from the reservoirs at this point; customer also reported evidence of leakage when changing the reservoir a few weeks ago.